Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after right hip labral surgery performed on (B)(6) 2020, five (5) q-fix anchors failed; it was noted that the sutures were found to be "very fragile", there was one anchor which punctured the articular cartilage when drilling and that articular cartilage spot was debrided. This adverse event was treated by revision surgery on (B)(6) 2021, were another four (4) q-fix anchor were used.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material component found that suture strength must be within the average specification parameters established for the device and a certificated of analysis required with each shipment verifying suture diameter & knot pull suture strength. A clinical review states based on the limited information provided, the clinical root cause of the reported q-fix anchor failures cannot be definitively concluded. The year and a half period of the anchors implanted and the healing of the native tissues that should have occurred within that time period should have taken over the support of the anchors. This prolonged period cannot be ruled out as a contributing factor. The patient's activity level also cannot be ruled out as a factor. The patient impact beyond the reported pain, decreased range of motion and revision cannot be determined. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.